Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer's insulin pump alarmed for the critical block and inverse critical block did not add to zero and the motor arm cannot communicate with the main arm. Customer¿s blood glucose was unknown at time of incident. Insulin pump will not be return for analysis.